Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was noted to have bleeding from the inflow conduit hole, which delayed closure of the chest. The patient returned to the operating room the next day for re-exploration. The patient's chest was closed on (B)(6) 2013.

Manufacturer narrative:
A specific cause for the reported blood leak could not be determined through this evaluation. The patient was reported as doing well. The pump and inflow conduit remain implanted and supporting the patient. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.